Event description:
A customer reported experiencing a cartridge alarm 30 with their pump, but it did not cause their blood glucose level to exceed 500 mg/dl. To resolve the issue, tandem technical support (cts) decided to replace the customer's pump with a new one that includes updated software. The customer was advised on using an alternate insulin delivery method and instructed on steps to take with the replacement pump, including putting the old pump into storage mode before returning it. All instructions were understood and acknowledged by the customer, and the shipping process for the replacement pump was confirmed.